Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. A visual and functional assessment was performed which found that the unit failed the saw blade coupling check and the saw blade could not be inserted into the locking mechanism. It was further determined that the unit oscillator head base was found to be broken. During service/repair, it was further determined that the fork was worn out. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery oscillator device was not working. During in-house engineering evaluation, it was observed that the oscillator head base was broken. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.